Event description:
It was reported that there was a suspected defect. The dr was unable to trial the patient in operating room. The impedances were high on all contacts.

Manufacturer narrative:
Product ID: unknown, product type: implantable neurostimulator. (B)(4).